Manufacturer narrative:
The unit was returned for analysis on 25-nov-2025. The return reason of oxygen error is confirmed since compressor had low flow. Possibly due to damaged piston seals; bad piston bearings, bad housing bearing; and debris under flappers of valve plate and piston.

Event description:
It was reported that the patient's daughter stated the patient was in the hospital due to the unit not working. They stated that the patient's oxygen saturation dropped to 89% and bounced back to 90%. The patient's daughter stated that the patient was unable to get enough oxygen from the unit therefore they were hospitalized. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for analysis on 25-nov-2025 and is undergoing investigation. The results of the investigation will be included in a supplemental report once the investigation is completed.